Event description:
On (B)(6) 2013, reporter contacted animas, alleging that the ¿up arrow¿ button is sticking. Reporter stated that the keypad and audio bolus button are intact and no damage observed. Pump was not available for review during the call to animas. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.